Manufacturer narrative:
Initial and final MDR 1894163 - device 2 of 3. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that patient faced three infusion set cannula not sticking events after insertion. Insertion site was at abdomen. Blood glucose levels were 157mg/dl at the time of event. No further information available.